Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 384 mg/dl.cts instructed caller to load a new cartridge, resume insulin, and 5 minutes to determine if issue resolved however the altitude alarm recurred after 5 minutes. After 2 hours the caller was unable to load a new cartridge and resume delivery. The customer reverted to manual injections for insulin therapy.